Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported pixelated/black image issue could not be reproduced or confirmed, however, the investigation found that the image changed colors (purple or green) and determined the root cause to be the result of a faulty cable and or cable connector pins due to stress and degradation. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had image display problems as when the equipment is inside the patient the image is pixelated and the black color of the frame surrounding the image looks opaque. The device was returned for evaluation and during the evaluation the following reportable malfunction was found: the video cable is broken and causing the image to be purple. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following reportable issues: the video cable is broken and causing the image to be purple. The following non-reportable malfunctions were found during the device evaluation: the fiber bonding in the distal end is damaged, the light guide bundle of the insertion section is broken and light transmission is too low, the charged coupled device is broken and causing the insertion pipe to not rotate smoothly, the protector of the video cable section is cut and overstressed. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.